Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd-legacy 1 failed the accuracy test by a value of -8.65%.no death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and found to be in good physical condition; the keypad and labels were functional and intact. Slight damage to the front housing by the latch key was found. Evidence of one 20ml bolus test was performed prior to returning the pump to smiths. Delivery accuracy testing was unable to confirm the customer's complaint. The pump's average delivery error was found to be well within the pumplished specification of +/- 6%. The real time clock battery and the front housing was replaced as preventative maintenance per the customer's request. Furthermore, the DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.